Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. There was no device malfunction contributing to the patient death.

Event description:
A us distributor contacted zoll and reported that the patient passed away on (B)(6) 2018. Device download data revealed that the patient was treated once during the event. The patient was at home at the time of the event. The patient was home alone at the time of the event. The lifevest detected vf at 17:46:16. The lifevest fell out of detection at 17:47:20 due to varying amplitude of the coarse vf. The lifevest went back into detection at 17:48:51 and treated the patient at 17:49:47. The patient remained in coarse vf following the treatment, before degrading to asystole following the treatment. No additional treatments were delivered, as the lifevest considers asystole to be a non-treatable rhythm. The patient remained in asystole until the lifevest was shut down at 13:08:53 on (B)(6) 2018. Emt's did not arrive at the patient's house until the day after the event. The lifevest functioned as designed but was unable to convert the patient's arrhythmia.